Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3615 showed no other similar product complaint(s) from this lot number.

Event description:
It was found that the guide wire was bent after unpacking during a catheter placement. For the safety of the patient, it was decided to replace a set of seldinger.

Event description:
It was found that the guide wire was bent after unpacking during a catheter placement. For the safety of the patient, it was decided to replace a set of sedinger

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire kink is confirmed but the exact cause remains unknown. One photo sample of a guidewire was provided for evaluation. The guidewire is present within its hoop. The guidewire extending past the hoop appeared to contain a right angle bend. The characteristics of the damage could not be closely inspected. Based on the photo sample provided, possible contributing factors include damage during handling. Since a sharp bend was observed in the image, the complaint is confirmed but the exact factors remain unknown.